Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels and high blood pressure. The reported blood glucose reading was 725 mg/dl. The customer had just had stomach surgery the day before, and experienced high blood glucose levels for the past 24 hours. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to conduct the prime or high pressure tests, but when she removed the infusion set, the cannula was bent in half. The customer will change the infusion set. Nothing further was reported.